Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient said their controller won't charge the implant anymore. Patient said they plug in the controller but the controller will not charge anymore and it keeps telling them stimulation is off. Patient stated the issue started yesterday. Patient verified there was no damage to the recharger and attempted to start charging implant, controller stated battery low recharge controller and battery low cannot provide stim. Patient service walked patient through removing the battery pack and plugging controller in the ac power supply; patient confirmed controller did not power on. Pt stated ac power supply does not have a green light on it and that trying different wall did not fix issue. The issue was not resolved. An email was sent to the repair department to replace the ac power supply .

Manufacturer narrative:
Continuation of d10: product ID 97745ac serial# unknown : product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.